Manufacturer narrative:
The troponin t hs stat reagent lot was 68812401 with an expiration date of 31-may-2023. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e411 rack. The sample initially resulted in a troponin t hs stat value of 158.7 pg/ml, accompanied by a data flag. A second sample collected from the same patient resulted in troponin t hs stat value of 6.60 pg/ml. The initial sample was then repeated, resulting in a troponin t hs stat value of 7.05 pg/ml.

Manufacturer narrative:
Calibration signals were too low. The sample clotting time was too short. The issue did not re-occur. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.